Event description:
It was reported that the system exhibited a 30 % increase in atrial pacing impedance measurements. No out-of-range measurements were identified. This system consists of a implantable device and this atrial lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).